Event description:
It was reported that during a hemorrhoidopexy procedure, the device did not staple but cut. No further information is available. Procedure was completed by hand suturing. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition with 9 staples partially formed inside the pockets. The breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke. The device was reloaded with staples and tested for functionality in hi-b and low-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.